Event description:
Attorney alleges the "patient has suffered injuries as a result of having been implanted" with the sprint fidelis lead. As a result of the lead, the patient suffered injury and damages as set forth in the master complaint - injury including, but not necessarily limited to death. Review of manufacturer's database verified patient death. There is no allegation from a healthcare professional that the death was device related. The cause of death has been researched and not received.

Manufacturer narrative:
This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Our records indicate the patient expired more than one year ago. We have no information to suggest the death was device related. It is not known if the device was explanted post-mortem. The cause of death has been researched, but has not been received.